Event description:
Patient reported a left side capsular contracture baker grade iii/IV. Healthcare professional reported "any creases" and confirmed "baker grade iii." The device has been explanted and replaced.

Manufacturer narrative:
Con(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.